Event description:
Customer reported false positive flu a on flu+sars test. Customer stated patient presented sore throat as the sole symptom. Pcr confirmatory testing for flu was not performed.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A review of complaint history did not identify any adverse trends. Root cause: could not duplicate with retains. Source: phone.